Event description:
It was reported that the procedure was being performed in interventional radiology. The physician placed the ptd into the pt's right femoral vein and it worked fine. When trying to re-sheath the device, they encountered tremendous difficulty. When applying more pressure the physician felt the device give and the basket separated from the catheter. The catheter piece was pulled from the pt and the basket was lodged in the pt's pulmonary artery. As a result, the foreign body was surgically removed from the pt. There was a delay in treatment. No pt death was reported.

Manufacturer narrative:
Qn# 1900035696.